Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-april-2024, the patient reported the event of infusion set fell off during use. No further information available.